Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, 5867-3m adaptor, 5867-3m adaptor, implanted on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing (twos). No changes were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.